Manufacturer narrative:
H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced a leakage event where the infusion set tubing was leaking at t: lock after being used for 12 to 14 hours. Patient confirmed that the tubing was securely connected to the cartridge pigtail. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.